Event description:
The patient was revised to competitor¿s devices. The revision operative report states that he was diagnosed with ¿a loose femoral stem in the setting of a recalled tha component¿, ¿the stem was removed with use of an extraction device; there was no bony ingrowth on the stem¿ and on the acetabular side, ¿the cup was easily removed with minimal bone loss. The residual acetabulum was then inspected and found to be intact¿. The condition of the acetabular liner was not mentioned in the operative report, radiographs, images, or devices are not provided. There is no other information available.

Manufacturer narrative:
H10. Additional/updated information ¿ a2, a3, b5, b6, h6. Investigation results- the revision reported in (B)(4) may have been the result of an insufficient bond between the implant and the bone which led to aseptic (non-infected) loosening of the femoral stem as documented in the operative report and/or may have been due to prosthesis wear secondary to risk factors documented in (B)(4). However, the reported loosening and wear cannot be confirmed as the devices were not available for evaluation and no pictures or radiographs were provided at the time of this evaluation. These devices are used for treatment not diagnosis. There is no other information available.

Manufacturer narrative:
Concomitant medical products: (B)(4), 170-36-03 - biolox delta femoral head 36mm od, +3.5mm. (B)(4), 186-01-54 - integrip cc, cluster 54mm, g2. (B)(4), 190-30-08 - alt ha s clr std sz 8. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification, that a patient, initial hip implanted with a gxl liner on (B)(6) 2018, whose surgery was performed pursuant to the generally accepted standards of care in the field of orthopedic surgery, was seen by a doctor on (B)(6) 2022, due to pain. X-rays were taken during that visit that revealed evidence of significant osteolysis and eccentric poly wear of his hip. After the dr.¿s evaluation, he recommended to the patient that he undergo a revision of his total hip arthroplasty with acetabular reconstruction. As a result of the breakdown and wear of polyethylene, toxic compounds, including chemical additives and nanoplastics were released into the patient's body. The degradation of those byproducts caused damage to the patient. The hip revision surgery which occurred on (B)(6) 2022, approximately 4 years 5 months post the initial procedure, was necessitated by the failure of the gxl liner. No device returns anticipated due to this being a legal case. No further information.